Event description:
During drug delivery treatment the clinician needed to exchange the 100ml drug delivery cassette from the pca pump. The clinician unlocked the cassette attachment keyway but could not rotate the cassette removal lever to release the cassette from the pump. After several attempts the clinician requested another pca pump and ordered the failed pump sequestered and sent to biomedical department for repair. Biomedical department was able to release the cassette reservoir from the pump and have it return to the floor to clear the cassette of narcotic. Empty cassette was sent back with biomedical for evaluation. Biomedical to contact manufacturer for follow up and warranty repair.======================manufacturer response for pump, programmable, patient controlled analgesia, cadd solis (per site reporter).======================device to be returned to manufacturer.what was the original intended procedure?pca delivered drug therapy/pain management.device #1is this a laboratory device or laboratory test?no.